Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a confirmation spin, the surgeon reported an alleged deviation of the tapped trajectory of the right (r) l4 screw. The r l4 trajectory was breached medially. The workflow was as follows: left (l) l4, l l5, l s1, r l4, r l5, and r s1. The manufacturer representative (rep) reported the surgeon took "two passes" with the midas. During the first attempt, the patient "bucked" when tapping/drilling r l4. There was a similar response reported during the second attempt. The surgeon stood on the patient's left side while the right set was contralateral. A screw was not placed in r l4 and the surgery was completed percutaneous. It was noted that the procedure utilized navigation and k-wires were not used. There was no impact to patient's outcome and surgical delay was reported ass less than one-h our. Additional information was received. It was reported that the trajectory planned was less than 3 millimeters (mm) off medially.

Manufacturer narrative:
Section a2) select patient information was unavailable from the site. H3, h6) the system was serviced in the field. In summary, no faults were found. The system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.